Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a non calcified and moderately tortuous mid left anterior descending artery. On the first inflation the nc quantum apex mr 15mm x 2.75mm balloon ruptured at ten atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination showed there was blood in the balloon and wire lumen of the catheter. Magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water. A stream of water emitted from a pinhole in the balloon wall 2mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).